Manufacturer narrative:
Device evaluation: the pump was returned with the driveline cut approximately 8 inches from the pump housing and the remainder of the driveline was returned in two segments measuring approximately 8 inches and 24 inches long. Electrical continuity testing revealed that all wires were electrically intact upon removal of the outer silicone sleeve, an area of breakdown in the metal braided shielding was observed on the internal portion of the driveline, approximately 9-12 inches from the pump housing. Visual examination of the underlying wires in the area revealed breaches in the green, yellow, and orange wire insulation approximately 9-10 inches from the pump housing, exposing the inner metal conductors. All observed wire damage appeared to be the result of fatigue damage due to repetitive movement and abrasion against the braided shield. Microscopic inspection and high potential testing did not reveal any other areas of compromised wire insulation in the remainder of the returned driveline segments. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported pump stoppages. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while connected to a tethered power source such as the power module or to batteries as was recorded in the submitted system controller log file. Visual examination of the pump's blood contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced distal end repair was reported under medwatch MDR report# 2916596-2015-01832. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient lvad system experienced pump stoppage, and that the patient has had a confirmed internal driveline fracture since (B)(6) 2015. The patient has a history of lvad distal end percutaneous lead (driveline) replacement performed on (B)(6) 2015. The patient has not been a surgical exchange candidate due to unspecified reasons. The patient has not had any issues since utilizing and ungrounded power module patient cable. However, pump stoppages occurred over the last several days. The patient brought in two cables into clinic and stated that alarms had occurred with when using either cable. One cable was a grounded patient cable and the other was an ungrounded patient cable. Both cables appeared to have trauma in spots. On 09/02/2016 an ungrounded cable was requested, however the request was cancelled as a pump exchange was going to be attempted. The patient underwent a pump exchange on (B)(6) 2016.